Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device returned to MFR ¿ additional. D9: date device returned ¿ additional. G3. Date received by manufacturer - additional. H2: additional information /device evaluation. H3a device evaluated by mfg - additional. H6: event problem and evaluation codes ¿ additional.